Event description:
A valiant stent graft system was implanted into a patient for the treatment of a thoracic dissection. It was reported that the valiant captiva 40x40x200, was placed just distal to the innominate in the arch and descending thoracic to provide the distal landing zone for the proximal device (carotid/carotid and carotid subclavian bypasses were done prior day). Attempts to advance the valiant captiva 40x40x150 to zone zero were unsuccessful as the device wouldn¿t track over the arch beyond the 40x40x200 graft. It appeared, that the 40x40x150 device would hang up just at the proximal edge of the initial 40x40x200 not allowing passage beyond that point. Upward force on the device translated to a more lateral direction likely resulting in a perforation of the true lumen to the false lumen. The 40x40x150 device was pulled down and deployed distally. The physician considered advancing a 10 cm device with the hope that the support of the stent grafts and the shorter graft would track over but this was also unsuccessful. An angiogram was done to access the situation and it revealed the initial 40x40x200 had provided a proximal seal and the arch aneurysm was excluded, therefore, the 40x40x100 did not need to be implanted proximal to the 40x40x200. The 10 cm device was deployed distally and an additional 40x40x150 was used to extend to just proximal to the celiac. No clinical sequelae were reported

Manufacturer narrative:
(B)(4). Conclusion: (implantation in zone zero).